Event description:
It was reported to philips that geometry movement was not available, resulting in a positioning failure on an allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Mechanical repair was identified as needed, but the device was not returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).